Event description:
It was reported to philips the stand was unstable and broken. There was no patient involvement or harm. This event was reported to have been observed during preventive maintenance (pm). The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the top platform assembly and base assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.